Manufacturer narrative:
Due diligence for additional information was executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for esophagogastroduodenoscopy (egd) colonoscopy procedure, while the patient was in the room, the b30 scope communication error was observed. There was no image. Troubleshooting was executed by swapping scopes and cleaning the gold section of the scope with alcohol. The device and the lightsource were turned on and off multiple times, with only a fuzzy image observed. Then the scope was wiggled at the insertion site and the entire system was power cycled. The image was received and the set up was successful. Procedure could be performed with a delay of 20 to 30 minutes. There was no adverse impact to the patient.

Manufacturer narrative:
Device is not returned. Device evaluation for the reported issue of b30 scope communication error observed is done by historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Since the device was operational after the failure was observed, it is likely that the issue was not the failure of the device. The b30 error occurs when the communication for transmitting the data of the endoscope side to the cv side at the time of endoscope connection cannot be completed normally. Since the phenomenon did not change when the user connected multiple endoscopes, the probable cause for this issue can be as follows: debris or water droplets on the endoscope connector contacts of clv-290sl obstructed communication and caused the b30 error. Communication was interrupted due to failure of the lvds unit of clv-290sl, which caused the b30 error. Instructions for use (IFU) include the statements: b30 error. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.